Event description:
Event description cpi received information that this transvenous defibrillation lead was removed from service due to non detection of vt. A new implantable cardioverter defibrillator and lead system were implanted.